Event description:
A second report was reported to nellco rpuritan bennett on 11/03/05 that there was a problem with the 15mm portion of the outer cannula that prevented the inner cannula from locking in place.

Manufacturer narrative:
Product has not been returned for evaluation. The manufacturing site has confirmed the lot number reported is invalid. Nellcor puritan bennett has requested additional info from customer.